Event description:
While cleaning and packaging a guidewire used for standard esophageal dilations, the tip fell off the guidewire. It was noticed that a second guidewire was bent severely in the same location on the guidewire. This same type of issue "was reported by our agency to medwatch on 10/25/08 and 3/3/08". After the occurrence in 2008, all of our guidewires were replaced with new ones.